Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The patient experienced atrial fibrillation with rapid ventricular rate. The device delivered multiple shocks and reasonable evidence suggests that this is not an isolated episode. The device was reprogrammed by physician to prevent inappropriate shocks. No adverse patient effects were reported.